Event description:
No adverse event has occurred. The customer reported that they have a 1 year old leksell coordinate frame. When the customer used it, the ring did not hold, in spite of tightening and it continued slipping. The readings were checked to be sure they were the same on each side but on double checking the ring kept slipping.

Manufacturer narrative:
The user found that the setting was insecurely locked prior to the procedure and discovered that the ring plates got stuck during sterilisation. After re-assembly of the plate they could lock the ring again. It is a known risk that locking of the setting may slip and there is a warning in the IFU to ensure that the system is securely locked. There is also one ring on each side that has to be locked and this makes slippage more unlikely as both rings would need to fail in locking. A risk assessment was performed by the manufacturer which concluded that the risk is acceptable. This is the manufacturer's final report.